Event description:
It was reported during an ipg replacement surgery (reference MFR report: 1627487-2012-11595), the physician observed a fracture in the patient's extension. The physician only replaced the ipg at that time due to the patient vomiting. X-rays were taken and confirmed the extension was fractured. The patient underwent revision surgery the next day where the extension was replaced with a new one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.